Manufacturer narrative:
(B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that after a thyroid procedure, "approximately one and a half to two hours post surgery, an artery in patient's neck suddenly opened up killing them instantly. When doctor was called to the ward, they fixed the problem and revived patient eighteen minutes later. Today, patient is unconscious vegetated state. No further information available as reporter details have not been disclosed (confidential)."